Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a physician and describes the occurrence of embedded device ("fragmentation of the implant with intramyometrial fragment") and device breakage ("fragmentation of the implant with intramyometrial fragment") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced fatigue ("chronic tiredness"), muscular weakness ("lower limb weakness"), headache ("headaches") and gait disturbance ("difficulties to walk long"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, essure removal and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, fatigue, muscular weakness, headache and gait disturbance outcome was unknown. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: embedded device the analysis in the global safety database revealed (B)(4) cases. Device breakage the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. The reporter provided no causality assessment for device breakage, embedded device, fatigue, gait disturbance, headache and muscular weakness with essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-apr-2018. The most recent information was received on 24-apr-2018. This spontaneous case was reported by a physician and describes the occurrence of embedded device ("fragmentation of the implant with intramyometrial fragment"), device breakage ("fragmentation of the implant with intramyometrial fragment") and device expulsion ("fragmentation of the implant with intramyometrial fragment") in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced fatigue ("chronic tiredness"), muscular weakness ("lower limb weakness"), headache ("headaches") and gait disturbance ("difficulties to walk long"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, essure removal and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, device expulsion, fatigue, muscular weakness, headache and gait disturbance outcome was unknown. The reporter provided no causality assessment for device breakage, device expulsion, embedded device, fatigue, gait disturbance, headache and muscular weakness with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: embedded device the analysis in the global safety database revealed 547 cases. Device breakage the analysis in the global safety database revealed 2394 cases. Device expulsion the analysis in the global safety database revealed 650 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2018: after a coding group review the event fragmentation of the implant with intramyometrial fragment was split into llt partial expulsion of device. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.